Event description:
It was reported that the device system was explanted due to a pump pocket infection. Diagnostic testing was performed of obtaining bacterial culture at the device pocket. The type of organism cultured was an unknown organism. Antibiotic treatment was necessary. The infection symptoms were fever, redness, swelling, and warm to touch at the pump pocket. The patient was doing well, but was still fighting the infection via antibiotics. The pump would be replaced in the future. The pump system was being used to infuse gablofen. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Analysis of the catheter found no significant anomaly. The catheter had been damaged at explant. Analysis of the pump found no anomaly.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2015 (B)(6), explanted: 2015 (B)(6); product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.